Event description:
Customer's mother called reported her son's insulin pump has a stuck battery cap. It is stripped and cannot be removed. Customer's blood glucose is 464 mg/dl. Customer treated with the device. The battery cap cannot be removed with a screwdriver or quarter. Customer was advised a replacement battery cap will be sent and to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.